Manufacturer narrative:
The investigation confirmed that lower than expected vitros valp, vanc, and tobra quality control results were obtained while using the vitros 5,1 fs chemistry system. The investigation determined that the root cause was an instrument related issue. Routine maintenance by the customer (replacement of the photometer lamp) returned the instrument to expected operation. There is no evidence that the vitros valp, vanc, and tobra reagents malfunctioned. Performance testing following maintenance demonstrated that the instrument was performing as expected.

Event description:
The customer obtained lower than expected vitros valp, vanc, and tobra quality control results while using the vitros 5,1 fs chemistry system. Biased results of the direction and magnitude observed may lead to inappropriate physician action if the events were to recur with patient samples. No discrepant valp, vanc, or tobra patient results were reported from the laboratory to the clinician. There was no allegation of harm to patients as a result of this event. This report corresponds to ortho clinical diagnostics, inc. (B)(4).